Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00447. A physician reported a patient had a blockage requiring revision surgery. The bactiseal ventricular catheter and the codman precision valve with siphonguard have been implanted via vp shunt for 7 weeks in a patient who¿s been treated for a tumor. The patient has not been active and he presented with a fluid collection and symptoms of high intracranial pressure. A revision surgery was performed and it was found that the valve is almost completely sheared in half. It was sitting on the top of his head, not in a mobile area.

Event description:
N/a.

Manufacturer narrative:
The bactiseal ventricular catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for ¿occlusion." Issue reported by the customer, could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.